Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip was bent, causing a side to side misalignment of the grips. There was a .043 offset at the tip indicating overloading. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. Failure analysis investigation also found the following damages to the instrument: the pitch cable was found loose at distal clevis hub. Both cable crimps remained in the clevis. No damage was found on cable inside the housing but the cable was found derailed by the clamping pulley inside the housing. The clamping pulley screw was not loose however; there was corrosion by the clamping pulley near the cable rails inside the housing. Failure analysis concluded the corrosion was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The pitch cable was frayed and derailed at the distal clevis hub where the loose cable occured. No damage was found at the clevis. Scratches on the surface of the distal pulley were found. The distal end of main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, the tips of the maryland bipolar forceps instrument were not aligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.